Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that two weeks after a completion of a successful trial the patient was hospitalized and given antibiotics due to an infection. Nevro attempted to obtain additional information regarding the nature of the infection but no information was available. There have been no reports of further complications regarding this event.